Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference # (B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation due to a tear in the corrugated tubing of an acucare mask. The mask was delivering oxygen to the patient at the time their desaturation was observed. The tear in the mask tubing did not result in permanent harm to the patient.